Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: computer 9735416 zeppelin fusion. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-08-22 (B)(4) (rep): medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system became unresponsive after changing out the emitter box. The manufacturing representative did a hard shut down and then re-booted, but it became unresponsive once again. Technical services (ts) had the manufacturing representative use control+alt+back space to exit and then moved the usb connection from the back of the computer to the usb slot above and it resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. The analysis was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the computer resolved the issue. The system passed checkout successfully and functioning as intended. The system checkout was previously submitted under 1723170-2019-05093 analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally and runs normally. If information is provided in the future, a supplemental report will be issued.